Event description:
The user facility reported that a 52-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a tear in the sterile sleeve by the 3-point fixation clip. Per their protocol, the physician cleaned the area with iodine and placed a tegaderm over the site. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported sterile sleeve tear was completed. The device was not returned for evaluation. Based on the available information, the root cause of the product damage to the sterile sleeve was not determined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.